Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of a hex screwdriver shaft broke off while the surgeon was attempting to bend plate. All pieces were recovered from the patient. Surgery was completed with a backup device, without any delay. No harm to the patient.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirms the tip of the device broke off. The broken piece was not returned with the device. The device shows signs of significant wear and use. The clinical/medical evaluation concluded that per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, all on the broken pieces were recovered from the patient. According to the report, the surgery was completed with a back-up device with any delay. Since there has been no harm alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An assessment of historical escalated cases concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.